Event description:
Impella 14fr cp placement, right femoral artery. Switched from d5w to d5w with heparin later. Later, impella removal; found to have thrombus and dissection at site of insertion (right femoral) requiring thrombectomy and angioplasty.